Manufacturer narrative:
Findings: the insulin pump had blank display. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, displacement test or verify external flash error alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a external flash crc error alarm. The customer¿s blood glucose level was 70s mg/dl. The customer was assisted with troubleshoot. Customer was assisted in performing a self test and test passed. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.